Event description:
During the transurethral resection of prostate, surgeon noticed a piece of metal in the bladder. Upon inspection of the sheath, the tip was noticed to be broken. A grasper was used to retrieve the broken piece that was in the bladder. Metal tip was removed and intact. Called for x ray to confirm retrieval. Per radiologist, no items retained. Bladder looked and inspected for broken sheath piece. X ray called and a portable flat plate was performed and verified with surgeon and radiologist.